Manufacturer narrative:
The olympus uptime support manager has offered the customer additional training on how to pre-clean olympus scopes. The customer was advised to perform pre-cleaning at bedside and then high level disinfection as per the colonovideoscope user manual. The device was returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the evis lucera elite colonovideoscope was not reprocessed correctly. The customer believed that during the aa washing process, some washers did not identify the device as a five channel model. This could have resulted in the device not being properly cleaned before use on other patients for up to three weeks. After troubleshooting, the washer was found to not be programmed correctly to flush the auxiliary channel. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 0cfu. Bacterial identification: no detection. The subject device was returned and evaluated where the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. The user can prevent the suggested event by following IFU below: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.